Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when performing catheter placement in this patient, the operator found hair with the extension tubing supplied with the catheter. And the extension tubing felt sticky and the catheter was suspected of being contaminated. Therefore, a new catheter was used for placement. No other information was provided.